Event description:
Boston scientific received information that this right ventricular lead was reported to have high out of range pacing impedances. No change at this time to the device, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.